Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to other/non-product experience. Subsequently, the replacement was successfully performed and the device was replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Additional information was received that this device did not exhibited any product malfunction and was replaced preventively to avoid another procedure in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to other/non-product experience. Subsequently, the replacement was successfully performed and the device was replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to other/non-product experience. Subsequently, the replacement was successfully performed and the device was replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Additional information was received that this device did not exhibited any product malfunction and was replaced preventively to avoid another procedure in the future. No additional adverse patient effects were reported. The device has been returned and analyzed.